Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen shown as black and station was offline. A field service engineer (fse) shutdown the station. Each drawer was isolated one at a time, and the issue was traced to the auxiliary 1.1 and 1.2 in drawer 1. Disconnecting the drawer allowed the station to boot. Both controller cards were replaced, successfully restoring auxiliary 1.1 and 1.2. All cubies were tested and passed, and the customer verified successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen went black and not communicating. User tried to restart the station, but station was offline. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.